Event description:
Pt is being treated as of may 22, 2006 for serious eye infection -cornea infiltration- of the left eye. Pt wore soft contact lenses and reported using renu moisture lock from bausch & lomb. Pt was admitted to the hosp -academic medical centre in amsterdam- while on vacation in the netherlands on may 26, after lab results showed a fungus in pt's contact lens case. Suspected fungal keratitis. Pt was discharged from hospital on may 30, and returned home on june 5, 2006 -curacao, netherlands antilles-. Pt is still being treated with cefazoline. Tobramycin, amfotericine b, pozaconazol -which is not available in curacao at this time and has been temporarily replaced with- v-fend.